Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr), restricted septal leaflet, dilated anatomy for a triclip procedure. During the procedure, triclip got interacted with chords and was not able to be removed and the clip was implanted on the only anterior leaflet with chordae. It was noted that there was difficulty grasping the leaflets. Imaging was difficult. All steps were performed as per IFU. The final tr was grade 5. There were no adverse patient effects or clinically significant delays reported.